Event description:
It was reported that a bilateral precice patient experienced a fast rate of osteogenesis which resulted in pre-consolidation of their right femur bone, during the lengthening phase. The patient underwent a repeat osteotomy of their right femur.

Manufacturer narrative:
The bilateral patient underwent a repeat osteotomy of their right femur bone on (B)(6), 2014 due to pre-consolidation of their bone, during the lengthening phase. It was reported that the patient experienced a very fast rate of osteogenesis. No negative outcomes have been noted. The precice nail lengthened as expected after the procedure and the patient completed their lengthening treatment, without further incident. To date, the patient is doing fine and has fully recovered.